Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2011. Pending revision of knee components - reason not reported.

Manufacturer narrative:
Engineering evaluation noted that the reason for the revision was not provided but was likely the result of wear, loosening, infection, fracture, instability, or patient related factors.

Event description:
Index surgery: (B)(6) 2011. Pending revision of knee components - reason not reported.